Event description:
The pt had 2 implantable neurostimulators which were both replaced. Afterward the pt felt no stimulation sensation and lack of therapeutic effect. Impedances were noted to be high. Please see MFR report # 3007566237201000233. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).